Event description:
It was reported that following stent deployment, the stent occluded with thrombosis. The pt required intubating, defibrillating and was given reopro. Due to a distal angiographic waist, the stent placement required post-dilation. The pt was stabilized post procedure. No other info was reported.